Event description:
A clinician had a y-site septum come out while infusing normal saline solution at 10ml/h. She was not touching anything she says, she was just checking the pt and noticed fluid was leaking and a large quantity of air in the line. There was no harm to the pt.